Event description:
Amo complete moisture plus caused me to have numorous eye infections. Blurred vision, headaches, and a number of visits to eye doctor. Dates of use: 2006 - 2007. Diagnosis: eye contact cleaner.